Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recent fluctuations in blood glucose, trending lower than usual but not below 80 mg/dl and not above 215 mg/dl, while the dexcom readings were accurate and the ilet was functioning as intended; the user reported frequent snacking and infrequent meal announcements, and education was provided on meal announcements and monitoring. Symptoms included variable glucose readings without hypoglycemia or severe hyperglycemia. Outcomes included user concern and the need for follow-up monitoring without medical intervention or hospitalization. Investigation included technical review through user interview and device-use assessment. Investigation of this case revealed no device malfunction and identified suboptimal meal announcement behavior as a likely contributor to the glucose variability. It was concluded that the device performed as designed and that user behavior related to meal announcements likely contributed to the reported glucose fluctuations.